Manufacturer narrative:
Concomitant medical products: d284drg ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for multiple sensing integrity counter (sic) and oversensing on the patient's right ventricular (rv) lead. The oversensing could not reproduced with isometric exercises. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.